Manufacturer narrative:
Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Additional information obtained indicated no damage was observed during prep. Information obtained from the facility stated the manufacturers device did not malfunction. No tests/laboratory data was available. No information was available. There is no serial number associated with this product; it is referenced by lot number. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device was not returned. The instructions for use (IFU) indicates special patient populations: the safety and effectiveness of the manufacturers device has not been established in the following patient populations: patients with in-stent restenosis at the peripheral vascular site. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
This case has been investigated in accordance with the manufacturers policy. It was reported the doctor was treating a subtotal in stent occluded segment. The physician advanced the cook wire through the tibioperoneal trunk (tpt) and into the posterior tibial (pt) artery. The physician advanced the manufacturers device over the wire through the tpt and the device caught in ostia of the posterior artery which had a bare mineral stent. Upon reaching the stent the manufacturers device shut down and physician was unable to advance the device further. The device was removed from the patient and an angiographic image taken. It was observed the wire appeared to have a piece sheared off and the wire was removed from the patient. It was decided to leave the separated section, believed to be coating from the wire, in situ. The physician performed an adjunctive procedure ballooning the vessel completing the procedure. Per the manufacturers clinical scientist, an angiogram image provided reflected an arterial abnormality and is consistent with the complaint description provided - a retained foreign material within the vessel. The patient's treatment was completed by this procedure with the patient discharged as expected. Vessel: tpt and pt, with no major tortuosity. Other devices in use: cook 6fr sheath and cook roadrunner wire rstf-14-300 lot# 7418862.